Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device shut down unexpectedly during a cardiac arrest. During the daily check in the morning, the device's readiness indicator had displayed ok and the battery had two bars. Once deployed during the cardiac arrest the device powered off and the battery was depleted. The customer did advise that the device prompted to replace the battery. A backup device was used, however the delay of use is unknown. The patient, a (B)(6) year old female did not survive. Physio-control contacted the customer in order to obtain additional information, however, the customer was unable to provide further details.

Event description:
The customer contacted physio-control to report that their device shut down unexpectedly during a cardiac arrest. During the daily check in the morning, the device's readiness indicator had displayed ok and the battery had two bars. Once deployed during the cardiac arrest the device powered off and the battery was depleted. The customer did advise that the device prompted to replace the battery. A backup device was used, however the delay of use is unknown. The patient, a 61 year old female did not survive. Physio-control contacted the customer in order to obtain additional information, however, the customer was unable to provide further details.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the device could not remain power on with the customer's battery installed. The battery has a single flashing led , which indicates the battery charge level is very low and the battery should be replaced immediately. A review of the downloaded device data indicated that the device was used on a patient, the day prior to the event. The battery had a remaining capacity of 28% at the time it was first powered on and the device was left on for 4.6 hours, after which it shut off due to a depleted battery. After the device lost power from the depleted battery, the device would have been beeping 3 times every 5 seconds, the ok symbol would not be displayed, and the readiness indicator would have been displaying zero bars for the battery charge level. When the device was first powered on, on the event date it displayed a "replace battery" message, the ok symbol would not have been displayed and the readiness indicator would have been displaying zero bars for the battery charge level. The device was powered off, by the user, after 24 seconds, without a patient being connected. The device was powered back on 54 second later at 10:21:54. At this time the device again displayed a "replace battery" message and a patient was connected 36 seconds later. One analysis was completed, and a "no shock advised" message was displayed, after which the patient was provided with cardiopulmonary resuscitation (CPR). The device lost power at 10:24:36 due to a depleted battery. Physio-control performed a clinical review using the electronic patient record from the event and determined that the device use did not contribute to the patient outcome because the patient had a non-shockable heart rhythm. The device was evaluated by physio-control and, with a test-battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Based on the information available, physio-control determined that the cause of the reported issue was use error, due to the customer using the device with a depleted battery.